Event description:
It is reported that a revision surgery occurred due to pain / suspected breakage of the implant (ncb femur plate 13 holes) on (B) (6) 2010.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional info becomes available and / or the device(s) are returned for eval and an investigation result is available, an amended medical device report will be filed. The need for corrective measures is not indicated at this time. (B) (4)